Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was generating beeping tones and displayed fault codes 13, 14, and 15 upon interrogation.